Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Found corrupted configuration file inside mvs config folder. The medtronic representative updated configuration file using back-up files inside config folder and tested. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, confirmed the site's imaging system was back up and running properly. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, imaging specialist, reported that their imaging system mobile view station (mvs) and image acquisition system (ias) were not communicating properly. The pendant shows a red x and disconnected from the mvs. Re-booting did not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.